Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultramini meter read inaccurately high compared to her usual results/feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on ¿(B)(6) 2015, morning¿, the patient reportedly obtained inaccurate high blood glucose readings of ¿300, 320, 200, and 160mg/dl¿ with the subject meter, compared to feelings/normal results. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with a combination of medications including (humana 6- 10 units per day) and denied taking any action as a result of the alleged product issue. ¿1day¿ after the alleged inaccuracy began the patient confirmed that she experienced the symptoms of ¿dizzy, lightheaded and fainted¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca verified the subject meter¿s unit of measurement was set correctly, that the test strips were stored correctly and not passed their expiry date. Cca also noted that the patient did not have control solution to carry out a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.